Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received recurring no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. Explained no delivery alarm and possible causes. The customer states had tried different cannula lengths. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies and do not want to troubleshoot. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.